Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recorded period between (B)(6) 2019 and (B)(6) 2020, the right ventricular pacing impedance was initially recorded at 450 ohms, before it abruptly rose above 3000 ohms in the end of the recorded period. The right ventricular shock impedance was initially recorded between 85 ohms and 155 ohms before it spontaneously fell onto 70 ohms in the end of the recorded period. In the provided iegm episodes artifacts were visible in the right ventricular channel which led to oversensing and an inappropriate shock, as indicated in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 137 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead was capped.